Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2016 with the following findings: further investigation was performed, the pump cover was opened to find damaged non soldered pins on an internal component within the real time clock circuit. Further investigation found the test cap was able to fit securely to the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: a review of the black box showed multiple call service 052 slave communication failure alarms. The battery compartment was undamaged. A test battery cap was unable to fit securely. The rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours and no alarms were emitted. The original complaint of a call service 052 alarm was unable to be duplicated. The pump cover was removed to find no intermittent conditions found to the printed circuit board or the to continuous glucose module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep alarm) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.